Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Rec'd medical records from kennedys stating stem fractured, added surgeon. Patient harm and product related section have been changed accordingly. Sm (B)(6) 2015. The patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Rec'd legal letter explaining this is the 2nd revision of 3. The medical history of this patient is as follows: first revision (B)(6) 2007 ((B)(4)): resurfacing head (999804653) revised only due to femoral neck fracture within 3 months (999805360 cup remained in situ). The head was replaced with an xl asr system. Second revision (B)(6) 2007 (this com): g2 stem (900000131) was revised due to femoral bone fracture during implantation. All other xl products remain in situ and a competitor's stem was implanted. Third revision (B)(6) 2011 ((B)(4)): the reason for this revision was: discomfort, implant noise and elevated chronium levels. Patient demographics will be requested for this and the 1st revision.